Manufacturer narrative:
Follow-up #1 date of submission 01/21/2015-product analysis:the device was returned and evaluated by product analysis on 01/08/2014 with the following findings:the keypad response complaint could not be confirmed or duplicated with investigation. The keypad was found to be intact. Evaluation revealed the up, down, and ok keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the display screen was dim and discolored. The contrast button was intermittently unresponsive; the contrast contact was damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.